Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a biliary stenting procedure in the bile duct of a pt. During the procedure, in the course of stent deployment, the guide catheter broke inside the push catheter, which allowed the stent to be deployed and the delivery system to be removed in one piece. No intervention was necessary as nothing was left inside the pt. The procedure was successfully completed with no reported pt complications. The pt was reported to be fine after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).